Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. Data investigation could not confirm the reported failed transmitter error. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing with nordic bluetooth device passed. Cloud/share data was reviewed, however there was no transmitter error in the cloud data. Device passed all relevant testing. Confirmation of the complaint was not confirmed via data or product. The root cause could not be determined via data or product evaluation.